Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfilling.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for evaluation. Customer samples along with retention samples were selected for evaluation and testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no customer samples were returned from the customer facility for evaluation. No photos were returned. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10 production lot in-house retention tubes. Stated draw 2.7ml. Specification limits 2.43ml to 2.97ml. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Investigation conclusion: the device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer samples were returned; therefore, the investigation was limited. The retention samples were tested with water and all were within the specification limits. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: based on the investigation, no product issue was identified as the product was found to be in conformance and meet released specifications. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not able to be duplicated in the retention samples. Rationale: bd pas received no samples from the customer facility for investigation. The retention samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Water fill testing was conducted on the retention samples. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfilling.